Manufacturer narrative:
(B)(4). Brand name corrected from rotablator rotational atherectomy system to rotawire¿ and wireclip¿ torquer. Device evaluated by manufacturer: the complaint device was returned for evaluation. It was observed that the working length is broken and fractured in two sections. The returned device was sent for external analysis. The mtac lab returned the following result: failure occurred due to a rotational wear reduction of the cross sectional area followed by a bending overload. Evidence of wear reduction and corresponding failure modes on both samples suggest a match between them. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-09702. It was reported that the rotawire separated. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous left anterior descending artery. A 330cm rotawire floppy and 1.75mm rotalink plus were selected to ablate the target lesion. During platforming outside the patient, it was noted that the rotawire separated before inserting into the guide catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patients condition is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2013-09702. It was reported that the rotawire separated. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous left anterior descending artery. A 330cm rotawire floppy and 1.75mm rotalink plus were selected to ablate the target lesion. During platforming outside the patient, it was noted that the rotawire separated before inserting into the guide catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patients condition is good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-09702. It was reported that the rotawire separated. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous left anterior descending artery. A 330cm rotawire floppy and 1.75mm rotalink plus were selected to ablate the target lesion. During platforming outside the patient, it was noted that the rotawire separated before inserting into the guide catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patients condition is good.